Manufacturer narrative:
No ramping numbers noted. No button error alarm noted. All buttons functioned properly; however, unit had moisture on keypad traces. Unit had battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window, cracked case at display window corners and cracked lcd window.

Event description:
The customer reported via phone call that the insulin pump's keypad was not responding properly and numbers were ramping on the display. The customer reported that the device had been exposed to hot weather, and he placed it in ice to try to cool it. Blood glucose level at the time of the incident was 125 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.